Event description:
It was reported that prior to starting a case, when attempting to boot up the system an error occurred. During boot up got the loading screen with the s&n logo, but before reaching the splash screen the screen went black, displaying a "no signal" message. The monitor power button was checked and tried, but had no luck. The system was also shutdown and rebooted repeatedly, but to no change. The green light on the cpu was blinking. After speaking with the technical support, there was no solution found to get the system running and the case proceeded with conventional instrumentation.

Manufacturer narrative:
H10: the device was intended to use in treatment and it was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides troubleshooting steps for computer issues. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. The returned cpu was connected to an in-house system and were able to confirm the green blinking light so the system would not boot up. The green light would turn on about every 15 seconds as the computer itself would try to turn on, fail, and then restart. The memory cards appeared to be seated and secured. The memory cards were unseated and reseated and the system booted without issue. Previous cases indicate that it is likely the cart was bumped during surgery, knocking out the ram stick, causing the system to freeze. The malfunction is most probably due to supplier raw/material fault. A supplier corrective action was issues for this malfunction. Per complaint details, the device malfunctioned during set-up; however, based on the product evaluation, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Per the field report, the case was reportedly aborted/cancelled; however, also indicated that "the case proceeded with conventional instrumentation". Based on the information provided, the navio cancellation/subsequent modified procedure did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time.